Manufacturer narrative:
This report is submitted on may 31, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 because of decreased hearing over the past year. The patient was re-implanted with another device at the same surgery.